Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display of radical-7 device failed. The touchscreen reacted on its own. No known patient impact was reported.

Manufacturer narrative:
The returned device was evaluated. During an inspection of the device, the touchscreen was found to experience the reported issue. The investigation identified the cause of the issue as an open trace (open circuit) resulting from post-factory damage to the bonding pad, located within the touchscreen component. A service history record review reveals that this unit was in the field for over fourteen (14) months with no previous reported issues prior to this reported event.